Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the line of an unspecified number of clearlink continu-flo solution sets during infusion. The sets were being used with a baxter infusion pump. The reporter stated that the sets ¿draw air because the nurse goes back to the pump when the infusion is done and there is still chemo left in the bag so they ¿guess¿ a volume and restart the pump.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.